Manufacturer narrative:
Product event summary: it was confirmed that the programmer was very slow to boot and react. There was a record of sluggish performance recorded in the logs. It was also found that the stylus tip was loose but functional.

Event description:
It was reported that the programmer was having difficulty obtaining telemetry, both wirelessly and with the radiofrequency (rf) head. When telemetry was established, the programmer was slow to respond to the stylus, and would freeze. The programmer and rf head have been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.